Manufacturer narrative:
Medical safety reviewed the event. Regarding the initially implanted impella cp, the event describes an arrhythmia event and major bleed resulting in intervention. This major bleed is due to known perclose failure after impella cp removal. This is a serious injury. The patient was escalated to an impella 5.5 experienced complications that included thrombosis that was noted to be in the left atrium potentially migrated to the lv., low pump flow requiring intervention, which may have added to an already complex situation. The patient expired the following day. In this case there is not enough evidence to exclude the impella 5.5 device as an associated factor. However, the heart team and family chose to withdraw care which led to the patient expiring. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical symptoms: arrhythmia, asystole, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Regarding clinical symptoms hemorrhage/bleeding, and hemodynamic instability, the cause of the was not determined due to insufficient clinical details. Pertaining to the mechanical interaction with tissue, a surgical cut-down was performed for impella cp removal after an unsuccessful perclose attempt due to vessel calcifications. The cause of the mechanical interaction with tissue was most likely related to the patient's calcified vessel condition. Pump suction, the pump was not returned for investigation. Data log shows several suction alarms with a trending placement signal throughout the case run. There was no major trend reported in motor current or pump flow. No confirmed positioning issue was noted in the data log. The cause of the pump suction issue was not determined, as sufficient clinical information was not provided and the product was not returned for investigation. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.

Manufacturer narrative:
Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented to the hospital in stemi on (B)(6) 2025. The patient¿s proximal left anterior descending artery was revascularized with one drug-eluting stent. During the procedure, it was noted that a mid-sized diagonal branch had shut down after the stent was deployed, however the patient was stable and remained stable and was therefore released to the intensive care unit (ICU). The following day, the patient had 8 out of 10 chest pain and abnormal electrocardiogram changes. The patient was placed on a nitroglycerin drip and the medical team requested the patient to be transferred to another hospital for escalation of care. The transfer was denied and overnight the patient decompensated. The patient was placed on an intravenous levophed drip to keep the patient¿s mean atrial pressure above 60 mm hg. The patient was then taken to the cardiac catheterization laboratory the following morning and an impella cp was placed to hemodynamically stabilize the patient. After impella cp placement, the patient was urgently taken to another hospital for further treatment. Upon arrival, the patient was noted to have arrythmias resulting in suction alarms and nonperfusing rhythms. The impella cp position was confirmed to be in the correct position, however it was noted that the patient¿s laboratory results, and hemodynamics indicated a need for escalation of therapy. The following day, the patient was brought to the operating room (or) for an escalation to an impella 5.5 due to worsening end-organ dysfunction, a larger body surface area, and a cardiac index of 1.2 l/min/m². Additionally, a temporary pacemaker was placed overnight due to ventricular standstill and asystolic events. During the removal of the cp and closure of the femoral access site, it was reported that the perclose device was unsuccessfully deployed. The decision was then made to do a cut down and surgical closure of the impella cp site. During the implant of the impella 5.5, the initial site of the right axillary was unsuccessful at the junction of the innominate, and imaging revealed a subtotal occlusion preventing passage of the device. The decision was then made to access the left axillary artery, and the impella 5.5 was inserted without difficulty and support was initiated with flows noted to be at 4 l/min. During the time of the impella cp removal and after impella 5.5 support was initiated, it was reported that the patient¿s activated clotting time (act) was above 700 seconds after a dose higher than expected was administered to the patient. The patient experienced oozing and bleeding from the impella cp site during device removal. The patient required blood products to be transfused and a protamine injection. Suction alarms were present on the impella 5.5, and the p level dropped to p-4 with flows lower than expected at 1.9 l/min. Imaging was performed and revealed a thrombus in the left atrium (la), which was noted to have been present at the start of the case. After the patent was volume resuscitated and volume status was stabilized, the pump was unable to be increased past p-4. The impella 5.5 position was confirmed to be correct, and it was also noted that the right ventricle function was normal. Additionally, a thrombus was found with imaging at the inlet cage of the impella 5.5, and the la thrombus was no longer visualized. During this time, it was reported that there were periods of decreased left ventricle filling, and the patient experienced hypotension. Heparin was re-dosed, and the pump was slowly able to be increased to p-6 with variable flows lower than expected at 2.6 l/min. The patient was released to the ICU for rest and recovery, with a plan to monitor motor currents and to attempt to increase p level as able. The following day, the decision was made by the family and the medical team to withdraw care of the patient. The patient¿s care was withdrawn, and the patient expired. This complaint involves two impella devices: pump 1: impella cp with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). This MDR specifically addresses impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.